Manufacturer narrative:
G4:03dec2020. B4: 08jan2021. The field service engineer (fse) replaced the power management (pm) board to address the reported issue. The unit passed all test. The device has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit will not power and no display. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.